Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# v850461, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient was at the chiropractor four days prior and diathermy was done. The patient experienced an overstimulation sensation and the use of diathermy was discontinued. It was noted the patient had not had any changes to therapy since the appointment. Additional information has been requested, a follow up report will be sent if additional information is received.